Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on to a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked and corrosion was present in the battery compartment. The pump was opened and no further moisture damage was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).